Manufacturer narrative:
Additional information: section d9 - date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The cls was returned to saluda. The cls passed all visual and functional testing. The cause of the explant remains unclear due to the limited event details and the device passing functional testing.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A saluda medical representative was notified of an explant of evoke spinal cord stimulation (scs) system. No further information has been received at the time of reporting. The exact date of explant was not provided. (B)(6) 2025 is selected as an approximate event date.